Event description:
The customer was acting disoriented after dinner so their spouse checked their blood glucose on the suspect device. Spouse obtained a result of 131mg/dl. Spouse attempted to give pt orange juice because they felt pt's glucose was lower than reading. Called the paramedics and when they arrived they checked pt's glucose and the level was 31mg/dl. Pt was taken to the hosp and given an IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the MFR for eval.